Manufacturer narrative:
Reporter is a j&j employee. Investigation summary: visual inspection: the distractor module 20-36 (p/n: 04.509.006, lot number: 76p1215) was received at us cq. Visual inspection of the complaint device showed that the gold threaded pin was struck inside the central body and cannot be rotated. No other issues were identified with the returned device. Functional test: a functional assessment was performed on the complaint device. Right, blue threaded pin was able to rotate as intended but the left gold threaded pin was unable to turn by hand because it was struck inside the central body. Pliers was used to pull the pin from the body, and it functioned as intended after the pin came out from the body. Can the complaint be replicated with the returned devices? Yes. Dimensional inspection: a dimensional inspection was not performed due to inaccessibility of internal components. Document/specification review: (current and manufactured) was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the pin was struck in the body, thus preventing the complaint device from functioning. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 04.509.006, lot # 76p1215, manufacturing site: (B)(4), release to warehouse date: 02 nov 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during the procedure, the transpalatal distractor body did not function properly. The procedure was completed using another size device. There is no further information available. This report is for one (1) transpalatal distractor body 20-36mm. This is report 1 of 1 for (B)(4).